Event description:
On may 22nd, 2025, the regulatory affairs department received notification of a potential adverse event submitted by najia uddin of globus medical on behalf of medstar union memorial hospital in baltimore maryland, regarding a potential post-op infection of coag negative staphylococcus & mssa in a patient who received our xemplifi dbm plus 10cc device, lot number ID# 227737-6516, for a surgical procedure performed on (B)(6) 2024. Additional information has been requested from (B)(6), through the medical adverse occurrence questionnaire and an investigation of the processing records, donor records, and environmental data will be initiated. Description: as reported from (B)(6): this email is to notify you of a complaint currently being investigated for xemplifi dbm. See attached for documents detailing the event. Please provide us with the investigation report for this complaint as soon as possible in order for us to write a close-out letter and provide it to the hospital. Surgeon: dr.(B)(6), m.d. Facility & location: (B)(6) hospital. (B)(6). And (B)(6). Products: globus - xemplifi dbm plus 10cc device. Part number 83338010eu. Donor/lot: 227737-6516. Preliminary information: a patient who developed a post-op infection of coag negative staphylococcus & mssa on (B)(6) 2024.

Manufacturer narrative:
(B)(4) lots produced from donor (B)(6) were distributed from allosource. No other adverse events or complaint have been reported.